Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image shows the device. The image is blurry so both ts could not be seen. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H2: corrected data on e1 & h6 (medical device problem code and health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 b5 and h6: description and codes updated.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix anchors t1 and t2 came out from the delivery needle after the depth penetration limiter was pulled, t1 was deployed but t2 was not, t1 was removed using grasper that penetrates the inside of the tear site. The procedure was completed with a delay greater than 30 mins using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle, both behind the dimple. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation was performed on the returned device and found the implants will not deploy due to their position behind the dimple. An analysis of the customer provided image shows the device. The image is blurry so both ts could not be seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix anchors t1 and t2 came out from the delivery needle after the depth penetration limiter was pulled. The procedure was completed with a delay greater than 30mins using a back-up device. No further complications were reported.